Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcb. The cse upgraded the software to the current revision. The unit then passed all testing and operated within the manufacturing specifications. (B)(4). Covidien performed an investigation of the device and verified the customer reported malfunction. The reported issue is a known failure. Three scenarios may occur when the gui does not function as intended. The upper screen becomes blank; the lower screen becomes blank; the upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba).

Event description:
A report was received from canada stating that an 840 ventilator had an graphical user interface (gui) power on self-test (post) failure. The ventilator was not in use on a pt at the time the malfunction occurred.